Event description:
It was reported that on (B)(6) 2025, the patient presented to the emergency department due to a right ventricular lead anomaly. While addressing the anomalous lead, the medtronic right atrial (ra) lead became dislodged. The decision was made to remove the entire transvenous pacing system and replace with a leadless pacing system. On (B)(6) 2025, the pacing system including the dislodged ra (right atrial) lead were removed and replaced successfully. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).